Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and ketones. Contact did not provide a bg value. Contact stated "the pump will work for a few days then stops working correctly". Tandem technical support reviewed pump logs and found that on multiple occasions the customer let the battery deplete and the pump shut down due to insufficient battery power. Logs showed that the pump was not turned back on until a couple of days later.